Event description:
It was reported an external fluid leak was observed from the seal of the drain bag of a prismaflex m150 set during prime. Furthermore, ¿cracks¿ were visible. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, showed external fluid leakage from drain bag sealing near the stopcock. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Therefore, no further testing was performed, and the cause of the condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.